Event description:
On (B)(6) 2010, a report was received from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Additional info received on 10/15/2010 reported that the incident occurred while a pt was receiving hemodialysis treatment when a nurse noticed that the arterial line was kinked above and below the cuvette on the arterial line. Although there was pt involvement, there was no injury to the pt and no medical intervention.

Manufacturer narrative:
(B)(4). The manufacturer is reviewing the design history file and manufacturing records for this product. In addition, the manufacturer has made visits to this customer facility to observe the clinical practice and collect additional info that will be helpful to the investigation. The investigation is currently ongoing and a root cause has not been determined at this time.